Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured due to a calcified lesion. There was no reported patient injury. No additional information was obtained. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock closed. The sealant was exposed to blood, and remained in the manufacturing position, as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 4 mm from the balloon proximal neck. A product history record (phr) review of lot f2024502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -in patient¿ was confirmed during analysis of the returned device. The exact cause of the event could not be conclusively determined. Based on the available information, there are vessel/lesion characteristics that may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2024502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured due to calcified lesion. There was no reported patient injury. The device will be returned for evaluation. No additional information was obtained.